Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device fails ops check and ECG leads. There was no reported patient adverse patient impact.

Manufacturer narrative:
The bench ordered a replacement power pca , however, the device is on a global parts hold. Once the part it received, the device will be returned to the customer.

Event description:
It was reported to philips that the device fails defib and ECG leads tests. There was no reported patient involvement.